Event description:
On (B)(6) 2026, it was reported that dr. White stated the silent nite 3d had broken buttons. The doctor requested changing to a glidewell hinge device. Additional information received reported that the event occurred on (B)(6) 2026 while the female patient was sleeping. The patient is still using the device but without the bands. "It's being used basically as a mouth guard". There was no harm or injury to the patient and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: comp-(B)(4).